Manufacturer narrative:
Device is used for treatment, not for diagnosis. Device is an instrument that is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Event description:
A report from (B)(4) for an event in (B)(6) as follows: during a surgery in (B)(6), the cable tensioner wouldn't apply tension to the last cable, one of five cables used to secure a curved broad plate for a femoral stem peripheral fracture case. Four of the cables were wound, and when setting the fifth cable, the tensioner in question couldn¿t apply tension to it. However the operation was completed without use of the fifth cable. There was no problem on the patient¿s condition after the surgery. This is report 1 of 1 for complaint (B)(4).